Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. Angiodynamics is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2018: a patient of unknown age and gender presented for a microwave ablation of the kidney. Prior to the procedure, the solero generator was turned on and the applicator was connected to the unit for testing per the instructions for use for this product. Chilled saline was used for testing as required. When the testing of the applicator was initiated, the solero unit displayed an "error 209 temperature > 52 degrees c." The probe was disconnected, set aside, and a new of the same device was tested per the instructions for use. The generator displayed "error 209" again. The procedure was aborted due to this event. As the patient was under anesthesia during the testing, this event has been assessed as a reportable event due to patient safety risk as the patient was unnecessarily sedated. It was reported the disposable devices are available for return to the manufacturer for evaluation.

Manufacturer narrative:
As the reported solero 19cm probe was not returned, angiodynamics is unable to perform a device evaluation. A root cause for the reported complaint description of error 209 cannot be determined. The customer's reported complaint description of error 209 cannot be confirmed without a device evaluation. A review of the lot history records was performed for the reported solero mta applicator manufacturing lot for any deviation in manufacturing process related to the reported defect of the complaint. The review confirms that the device met all material, assembly, and performance specifications at the time of manufacture. The instructions for use, which is supplied to the user with the solero applicators ,contains the following statement; "obtain a minimum of 1000 ml of sterile chilled saline. 3000 ml chilled saline may also be used to increase the amount of time before the cooling reservoir needs to be replaced. Sterile fluid should be chilled prior to procedure. To attach the single use tubing to a chilled-fluid delivery and collection system, remove the cap on tubing set spike and insert spike in the saline source, being careful not to puncture through the saline source. To ensure proper fluid movement hang the saline source higher than the generator (such as on an IV pole). Load the tubing set into the solero generator pump. The pump clip on tubing should be loaded into the pump clip holder on the left side of the pump and then close the pump housing cover. Prime the tubing set by turning the pump on and making sure there are no air bubbles present in the tubing set and in the saline bag prior to placing the device in the target tissue." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).